Manufacturer narrative:
After reviewing data collected from the field (images and the case files) from a preliminary documentary analysis we believe it to be an embolism suctioned into the venous line and deposited into the centrifugal pump acutely. The data on the centrifugal pump measuring the inlet and outlet pressures, as well as rpm and flows, should not gradually decline in performance. The inlet pressures spiked and flow was significantly reduced. Accompanied by the pictures of the deposit it looked like a thrombus that was stringy in formation and ravelled around the rotors, limiting the ability for mechanical performance. No patient information was provided.

Event description:
Cp22v-vt disposable was changed out due to high hemolysis (high plasma free hemoglobin). After cutting out the old disposable, it was found to have large fibrin strands wrapped in the fins of the pump head.